Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the audio bolus button is unresponsive. There was evidence of contamination found on the bolus button contact. All other keypad buttons were found to be responding appropriately. There were no issues found with the keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
It was reported that the audio bolus button was unresponsive. There is no additional information available about this complaint.